Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning triggered due to an impedance spike on the right atrial (ra) lead. The impedance trend showed variation recently and there was a rise in the pacing threshold also on the day of the warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.